Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "lymph nodes were swollen"; capsular contracture, baker grade iii.

Event description:
Patient reported right side "pain, discomfort, swelling in the armpit", "lymph nodes were swollen" and "psychological distress after learning about the recall." Patient later reported capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Unreporting the code in h6: e0308. Additional, changed, and/or corrected data: a5, g2, h6.

Event description:
Patient reported right side "pain, discomfort, swelling in the armpit", "lymph nodes were swollen" and "psychological distress after learning about the recall." Patient later reported capsular contracture baker grade iii. Device remains implanted.